Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot#: r134601, implanted: (B)(6) 1992: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight information and stated that everything is resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 3888-28 lot# r134601 implanted: (B)(6) 1992. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot#: r134601, implanted: (B)(6) 1992, product type: lead. Other relevant device(s) are: product ID: 3888-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the device helped for a couple of years, but their back had shifted and the stimulator did not help with that. The patient had surgery for this issue that was not related to the device. The patient said the implant caused her ribs to hurt for 6 years. The patient said she also lost weight which didn't help that. The patient said she didn't use the device and didn't remember. The patient mentioned she was in a car accident 4 months prior to an accident and she didn't know what happened and if she was unconscious or not. The patient was not sure what happened to her or if the device was a part of this. The patient mentioned the day of implant she was told to raise her arms and that caused the leads to come out of place. The patient wondered if she wasn't supposed to raise her hand. The patient said the hcp pulled the leads out and she had to wait 2-3 weeks to re-implant. No further complications were reported.